Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The reported inability to loosen the right ventricular (rv) set screw was confirmed in the laboratory. Numerous incorrect insertions of the torque wrench tore and punched out pieces of the septum that landed in the setscrew inset. No device anomalies were found. The problem was caused by the user¿s incorrect use of the torque wrench.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine pacemaker change procedure, the set screw in the header of the right ventricular lead was stripped. The physician implanted the new pacemaker. The patient was stable throughout.